Event description:
The patient was revised due to dislocation. The liner was cemented into a depuy protrusio cage. The patient dislocated and the locking ring was around the neck of the femoral stem. The cemented liner stayed in the cage.